Event description:
A dialysis facility reported that the machine removed 3 kg. Too much fluid during a hemodialysis treatment. Fluid removal was set at 20 ml/hr. For 4 hrs. The machine passed the self tests and the pressure holding test prior to starting the treatment. Online pressure holding test failed twice during treatment but treatment was continued. The pt c/o headache and was slightly hypotensive post treatment and was given 1 liter of saline. The nurse noticed a puddle of water underneath the machine as she was moving it. Upon investigation, a crack was found in the diasafe plus filter. The filter was replaced and the machine is back in svc with no further problem.

Manufacturer narrative:
(B) (4): removed too much fluid, failed online pressure holding tests. Diasafe plus filter. This is a component of the hemodialysis machine with a separate 510k (k944767). (B) (4).